Event description:
It was reported that two hours following the implant procedure, the patient experienced chest pain and shortness of breath. Perforation and pericardial effusion were confirmed. A pericardiocentesis was performed and the patient was stable. On (B)(6) 2014, the lead was revised. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).